Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's father reported via phone call of display anomaly and prime/fill anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there are black marks on the screen. The customer stated that it made the numbers difficult to read. The customer stated that he rewound and put it in the cartridge. The customer stated that it allowed him to flood the tubing and back to rewind. The customer had to remove the battery three times to resolve issue. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.